Event description:
The infusion pump was plugged in to charge prior to patient transport. The patient was transported for a CT scan, and the triple channel pump, which was infusing vasopressors to help stabilize the patient's blood pressure, failed on the way back to the ICU. The infusion pump had been unplugged for approximately 30 minutes. It alarmed "low battery," and beeped for the first time. One minute after the low battery alarm, the pump failed. This failure caused the organ donor patient to code. The patient was already "clinically dead," but the infusion pump therapies were being utilized to stabilize the patient until the organs could be harvested for other transplants.